Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the hospital with the device eroding through the skin. The device and leads were explanted and a new system was implanted on the patient's right side. No additional adverse patient effects were reported. The explanted products were considered to be contaminated and would not be returned.